Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not evaluated.

Event description:
It was reported that the pump had gotten wet. Subsequently, a malfunction alarm occured and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.